Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact to the customer¿s blood glucose level due to this reported issue. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy.